Event description:
Following an interventional procedure, the physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. The device was inserted and deployed in standard fashion, but when the physician attempted to park the foot, the foot would not park. Dr phoned perclose and spoke with md regarding the incident. By phone md attempted to instruct dr on how to remove the device but no avail. The pt went to surgery to have the device removed. Notes from the field indicate that the foot and lever were not communicating. The hosp risk mgmt office is holding the device.